Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting a false positive flu b result. Customer states the confirmation testing resulted negative for flu b. Symptomatic status of patient is unknown.